Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. The pt complained of blurry vision postoperatively where reading was only possible through a small zone. Pre-op bcva 20/30 with mr -0.25 sph. Postoperatively and prior to intervention, the bcva changed to 20/20 with mr +2.50 +1.25 x 040. The lens was explanted and replaced with a monofocal iol and the bcva was 20/20 with mr -2.00 +1.25 x 011. Pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician, the root cause of the reported issue of blurry vision is related to a lens defect. The lens has been returned to b&l and the results will be communicated in a follow-up report. (B)(4).